Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 550 mg/dl. The customer had been using the insulin pump system within 48 hours reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.